Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose level around 400 mg/dl for about one hour and changed infusion sites, after which they expected values to trend down; the user inquired about switching to a steel cannula set, and product replacement of infusion sets was arranged as a goodwill measure. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included complaint history review and product evaluation planning based on user report. Investigation of this case revealed no device alerts or alarms and that the cause of the hyperglycemia was unclear. It was concluded that troubleshooting and education were completed and a goodwill order was provided, with no definitive device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.